Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g391 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g391 for the reported issue shows no trends.trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. A review of the photograph verifies the tubing leak as blood is seen on the instrument pump deck around the return pump and return pump tubing loop. Based on the photograph the leak occurred from the return pump tubing segment as described by the customer. The damage to the tubing is consistent with damage that can occur if the pump loop tubing is rubbed against the pump head during installation by the end user. When this occurs, the rigid plastic material of the pump head can scrape (and potentially damage) the left section of the pump loop, as the pump head completes its rotation. A material trace of the tubing used to manufacture lot g391 showed no nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause for the damage to the tubing could not be determined based off the available information. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer reported approximately 1076 ml of whole blood had been processed when the return pump tubing leaked. The customer stated they noticed a slice in the return pump tubing. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer discarded the kit; however, has returned a photograph for evaluation.